Event description:
Literature was reviewed regarding a patient who underwent emergency transcatheter aortic valve replacement (tavr) in the setting of takotsubo cardiomyopathy with cardiogenic shock and tachycardia. As recounted, emergency tavr commenced with the introduction of veno-arterial extracorporeal membrane oxygenation (va-ECMO) for hemodynamic stabilization, followed by the successful implant of a medtronic 26 mm evolut fx valve. Trivial paravalvular leak was noted after valve placement, and an intra-aortic balloon pump (iabp) was initiated for further hemodynamic support. The patient was taken off va-ECMO and iabp support over the first two post-operative days. A cerebellar hemorrhage was identified six days post-tavr, however, the patient experienced no neurological symptoms or deficits. The authors also recorded electrocardiogram changes (new t-wave inversion in leads v2-v3) during the post-operative course. At the three-month follow-up, the patient was doing well and expressed gratitude ¿for the decision to proceed with tavr and noted a marked improvement in quality of life.¿

Manufacturer narrative:
Citation: bando r, kawabata y, kadota m, ise t, sata m. Takotsubo cardiomyopathy with cardiogenic shock misdiagnosed as old mi, successfully treated with tavr: a case report. Eur heart j case rep. 2026;10(2):ytag066. Published 2026 jan 29. Doi:10.1093/ehjcr/ytag066 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.